Event description:
Cook peripherally inserted central catheter (PICC) failed to advance - this has occurred multiple times to other patients, according to verbal staff reports. The staff feels that the rough surface of this PICC may cause some patient vessels to spasm, making insertion difficult.